Manufacturer narrative:
(B)(4)2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Lip bleed [lip haemorrhage] brush head keeps popping off of the hand piece - oral-b [device breakage] brush heads are attached to the metal pin loosely, able to pull the brush head out approx. 3-4 mm before the locking mechanism kicks in - oral-b [device connection issue] consumer contacted via e-mail and stated that the brush head kept popping off the hand piece while she was brushing. No serious injury was reported. Follow-up: the brush heads were attached to the metal pin loosely; the consumer was able to pull the brush head out approximately 3-4mm before the locking mechanism kicked in.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Lip bleed [lip haemorrhage]. Brush head keeps popping off of the hand piece - oral-b [device breakage] brush heads are attached to the metal pin loosely, able to pull the brush head out approx. 3-4 mm before the locking mechanism kicks in - oral-b [device connection issue] consumer contacted via e-mail and stated that the brush head kept popping off the hand piece while she was brushing. No serious injury was reported. Follow-up: the brush heads were attached to the metal pin loosely; the consumer was able to pull the brush head out approximately 3-4mm before the locking mechanism kicked in.